Event description:
It was reported that a female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced deflation on the left side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a mentor saline breast implant (serial number (B)(4)) on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, additional information was received indicating the date of event was (B)(6) 2021. The patient's age at time of event was identified as 30 years old. The patient's race was identified as caucasian. The patient also reportedly experienced a staff infection with a drainage bulb for two weeks. The incision was reportedly reopened three times. A tissue transfer was performed in nov 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 23, 2022, additional information was received indicating the patient also experienced device extrusion on the left side. Manufacturer¿s reference number: (B)(4).